Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00646 to provide additional information based on the evaluation of the device on september 27, 2017. Omsc investigated the damage of the non-insulated area of the grasping section. As a result of the investigation on the fracture surface, omsc found that the non-insulated part was brittle fractured due to an impact load applied from the outside. This damage is most likely related to the operator's technique. The instruction manual of the device has already warned as follows; if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on may 1, 2017. The non-insulated area of the grasping section was partially missing. The proximal side of the ptfe pad was partially worn. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. There was a crack on the probe. The manufacturing record was reviewed and found no irregularities. Omsc is investigating the damage of the non-insulated area, but the exact cause could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented. This type of error is most likely related to the operator's technique. The proximal side of the ptfe pad was worn since the user output the device in seal and cut mode contacting with thick hard tissue by the distal end of the probe. The probe contacted with the non-insulated part since the proximal side of the ptfe pad was worn. Because of that. Short circuit error occurred, and the contact marks on the probe and the non-insulated part of the grasping section occurred. The crack occurred on the probe when the probe was subjected to a load for grasping tissue or outputting in seal and cut mode. The instruction manual of the device has already warned as follows; warnings: do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During a neck dissection, the subject device was used. After some time of use, seal and cut short circuit error occurred. In addition, seal and cut short circuit error occurred twice. The procedure was completed with a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on may 1, 2017. The coating on the outer surface of the jaw partially came off. The non-insulated area of the grasping section was missing. This is the report regarding the non-insulated area damage of the subject device. Another report regarding the coating damage is going to be submitted separately.